Event description:
It was reported that the user dropped the ilet pump into a toilet, after which the pump became unresponsive, consistent with fluid ingress and corrosion affecting the pump hardware. Symptoms included no alerts or alarms and loss of device function. Outcomes included the user discontinuing ilet therapy and continuing glucose monitoring using the dexcom application or receiver, with the existing ilet data not transferring to the replacement device and a new startup being required. Investigation included remote troubleshooting and education, verification of shipping and billing details, instruction to shut down the device via menu > settings > other > shut down, and arrangement for replacement and return with a provided shipping label. Investigation of this case revealed device damage consistent with liquid exposure leading to pump failure of the affected component. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated liquid exposure leading to device malfunction.

Manufacturer narrative:
Initial.